Manufacturer narrative:
Investigation summary: visual inspection of the affected device was unable to confirm the reported issue. The cadd-ms 3 devices stopped being manufactured in june 2017 and is considered a mature platform. The product line is not expected to incorporate further design enhancement. Based on its long-standing status as an active device with documented complaints, investigations and risk assessments, product complaint investigation activities are not expected to identify new failure modes that might required new actions / controls / mitigations. If further information is obtained a follow up report will be submitted.

Event description:
It was reported that the pump had a system fault. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.